Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the right ventricular lead into the pulse generator header. The lead was not used and a new lead was implanted without difficulty. There were no adverse consequences as a result of this event. The patient's condition was stable post procedure.